Manufacturer narrative:
Examination was not possible as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the product code for the stem associated with this event has been inactive/obsolete since march of 2003.

Event description:
The pt was revised because the liner was worn and the stem was loose.